Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely high sodium results for 3-5 patient samples. The results were not reported out of the laboratory. When delta checks flagged the samples, they were repeated on the other instrument in the laboratory, the results of which were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and replaced the sodium and chloride electrodes. The fse also serviced the cap piercer and aligned the modular chemistry (mc) sample probe. Although these services were performed, the precise cause of the instrument issue could not be identified. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).